Event description:
It was reported that the patient was tired when excercising. The pulse generator exhibited backup vvi operation. The device was restored. The patient reported that they were feeling better following the device restoration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.